Event description:
It was reported that an "unknown black material was observed in two places on the line of dpt section when customer checked the kit since it was unable to flush the kit during priming". No patient injury was reported.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Two pieces of black material were found at the fluid path of dpt (inside of female luer and base of poppet). Sensor gel was damaged and the black material seemed the broken gel. On 8/18/2010, additional evaluation was performed and the returned kit was primed and flushed to investigate if the materials would be potentially flushed out of the kit (into patient). The kit was primed or flushed at initial pressure approximately 45mmhg (with IV bag hanging 2 ft from test bench as recommended by IFU). During priming, the materials did not move. Pressure from IV bag was increased to 300mmhg as recommended by IFU. Flushing was continuously performed to the kit at total pressure approximately 345mmhg (45mmhg from gravity and 300mmhg from IV bag) for 2 minutes. The materials moved only slightly after flushing but remained at the surface of dpt fluid path. It is unknown if any small remnants would break off from the materials. Note: back pressure to simulate patient pressure was not applied to the kit, thus pressure inside the kit during flushing would likely be less.